Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The customer questioned thyroid results for 5 patient samples tested for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The 5 patient samples were submitted for investigation where discrepant results were identified for tsh and ft4 iii between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The serial number for the customer's e801 module (B)(4). The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e602 module was 402248 with an expiration date of 30-nov-2019. The tsh reagent lot number used with the e411 analyzer was 418318 with an expiration date of 29-feb-2020. The tsh reagent lot number used with the e801 module at the investigation site was 386646 with an expiration date of 31-may-2020.

Manufacturer narrative:
The customer provided 5 samples for investigation. The investigation did not detect an assay interfering factor within the 5 samples. The differences of the tsh values, generated with the different methods, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. The investigation did not identify a product problem. The cause of the event could not be determined.